Event description:
Healthcare professional (hcp) reported six incidents of fiber blood leaks with use of ca-hp 210 dialyzers. Dialyzers were reported to have been reused. However, the reuse number is unk. No pt injury or medical intervention was reported per hcp.